Event description:
A physician reported that crack was observed at the tip of the sleeve during cataract (with intraocular lens implant) surgery. The surgery was completed after replacing the pack with another one. Patient harm was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A crack was reported to be observed at the tip of the sleeve. Two opened sleeves were visually inspected. Sample 1, the port of the sleeve was broken. Sample 2, no damage was observed on the sleeve. Repeat visual inspection of the broken sleeve confirmed the shaft of the infusion sleeve was torn by phaco tip piercing damage, not due to a molding issue. Based on the analysis of the returned sample, the customer's event is related to customer handling during the surgical set up process. Improper mounting of the infusion sleeve on the handpiece can cause a tear (or entire shaft removal) on the infusion sleeve, leading to the customer's reported experience. After an investigation of this complaint, it has been determined that no action will be taken at this time; however, user handling is suspected. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).